Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range pacing impedances in both bipolar and unipolar configurations. It was also noted that there was no capture or sensing with this lead. A lead revision procedure was performed where this lead was surgically abandoned and a new rv lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.